Manufacturer narrative:
Age at time of event: over 18 years old. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. While advancing the watchman® access system over the guidewire into the la, the hemostasis valve was noted to be ¿seriously¿ leaking. The physician made several attempts to close the valve, but was not able to stop the leakage. The dilator and guidewire were removed and a 6fr pigtail catheter was advanced. The patient experienced low blood pressure. An 8fr sheath was inserted into the was to stop the leakage. The patient was given an intravenous infusion of 300ml of saline. The patient¿s blood pressure stabilized. It was noted the patient lost between 30-40ml of blood. The procedure was continued; the 8fr sheath was removed and a watchman closure device and delivery system was advanced. The closure device was successfully implanted. No further patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the dilator outside of the was. Blood was on the device and the valve was opened as received. Microscope examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded. It could not be determined when the thread damage occurred. Functional testing of the valve confirmed the ability to completely close the valve with minimal forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. While advancing the watchman access system over the guidewire into the la, the hemostasis valve was noted to be "seriously" leaking. The physician made several attempts to close the valve, but was not able to stop the leakage. The dilator and guidewire were removed and a 6fr pigtail catheter was advanced. The patient experienced low blood pressure. An 8fr sheath was inserted into the was to stop the leakage. The patient was given an intravenous infusion of 300ml of saline. The patient's blood pressure stabilized. It was noted the patient lost between 30-40ml of blood. The procedure was continued; the 8fr sheath was removed and a watchman closure device and delivery system was advanced. The closure device was successfully implanted. No further patient complications were reported and the patient's condition is stable.